Manufacturer narrative:
A document review of the lot 095934 ((B)(4)) was done and no anomalies were found related to the problem occurred. No similar events concerning this lot were reported to the manufacturer. The breakage is thought to be associated with improper use during previous surgeries: in order to assure a close contact between the cutting guide and the distal cut, hammer hits were probably done by the surgeon and these have progressively weakened the piece leading to its breakage. On the basis of medacta's risk analysis, the failure mode is highly unlikely to cause pt harm since, also in case of breakage, the cuts could be performed because the guide is fixed to the bone with the pins, as happened in this case. Twenty-three similar events were reported to FDA. And a follow-up to explain the modification/adjustment decided, was already sent on the (B)(4) 2011. The follow-up is applicable also to this event.

Event description:
The cutting guide broke off during the surgery. No pt/user harm. The surgery was completed successfully.